Event description:
It was reported that during an interventional treatment procedure stent damage occurred. The target lesion was located in the moderately tortuous and non-calcified celiac artery. The physician placed a 145, 5-in-6 guidezilla guide catheter and then advanced a 4.0x20mm promus element plus stent to the lesion and observed that the stent was too long. The physician then attempted to pull the stent back into the guide catheter but met resistance and was unable to pull the stent delivery system back into the guide catheter. The guide catheter and stent delivery system were removed as one unit. Upon removal it was observed that the stent strut was pulled up at the end. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that during an interventional treatment procedure stent damage occurred. The target lesion was located in the moderately tortuous and non-calcified celiac artery. The physician placed a 145, 5-in-6 guidezilla guide catheter and then advanced a 4.0x20mm promus element plus stent to the lesion and observed that the stent was too long. The physician then attempted to pull the stent back into the guide catheter but met resistance and was unable to pull the stent delivery system back into the guide catheter. The guide catheter and stent delivery system were removed as one unit. Upon removal it was observed that the stent strut was pulled up at the end. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation: the device was returned partially inside a guidezilla guide catheter. The catheter could move freely in the guide catheter. A visual and microscopic examination found that the stent was damaged proximally. Struts that were bent outwards were catching on the tip of the guide catheter, preventing the device to be withdrawn. It appeared an attempt had been made to withdraw the device, causing the stent to move distally on the balloon with the distal end of the stent covering the tip of the catheter. The hypotube was kinked. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).